Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s cartridge became empty after a meal announcement, the fill cannula step was not observed during the supply change, and the user experienced hyperglycemia with a highest recorded blood glucose of 330 mg/dl; the agent guided the user through performing fill cannula, and a full supply change was completed, restoring insulin delivery. Symptoms included no reported clinical symptoms. Outcomes included resolution assistance provided by the pt's parent, no alerts from the device, and no need for emergency services. Investigation included troubleshooting and education by support. Investigation of this case revealed improper infusion set deployment leading to interrupted insulin delivery, which was corrected by performing fill cannula and replacing supplies. It was concluded, based on previously established findings for similar reports, that user technique during the supply change was the likely cause.